Event description:
Per the audiologist, the pt reported facial nerve stimulation while using the cochlear implant system. The pt's most comfortable levels were reduced in the sound processor program to alleviate the facial nerve stimulation. Since that adjustment, the pt's family reports they had greater difficulty communicating with the pt. Results from an integrity test done in 2008 showed normal receiver/stimulator function with multiple electrode anomalies. Results of an x-ray to confirm electrode placement had not been communicated at the time of this report.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.